Manufacturer narrative:
This event will be evaluated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient is going through pain and was advised it could be toxicity pain perhaps due to the metals/metals in the implants she has.